Event description:
Nurse reported via our sales rep, that she noticed during the surgery that the thread of the lag screwdriver was deformed. She mentioned that the screwdriver was replaced with another and the surgery was completed successfully without any prolongation of the surgery or pt impairment.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.